Manufacturer narrative:
This event has been recorded by zimmer biomet under cmp-(B)(4). Investigation completed. This report is being filed as an initial final report. Review of the most recent repair record determined that the cutter gear was worn. The cutter gear, left side plate, and cap nuts on the calibration shoulder bolt were replaced and resolved the reported issue. Additionally, the comb was bent and the returned cutters failed the test mesh due to an incomplete mesh. The comb and cutter gear were replaced. Device is used for treatment. A definitive root cause cannot be determined. The event is confirmed.

Event description:
It was reported that the device had worn gears. At evaluation investigation of the device it was found to have a bent comb. No adverse events were reported as a result of this malfunction. No additional event information available.